Event description:
It was reported that the colonovideoscope displayed communication errors e226 and e237 during preparation for use. There was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was not returned to olympus for inspection, but it was inspected by the customer and field service, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of reported issues is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.